Event description:
It was reported that during treatment with a theranova 400 dialyzer, an external fluid leak was observed from the top packing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample was provided for evaluation. The visual inspection of the two provided photos showed the product during treatment. Blood on the dialysate side of the header and bundle area was clearly visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.